Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated, if additional information is received.

Event description:
Boston scientific received information that this system was explanted secondary to infection. The patient is in good status with no adverse effects as a result of the procedure.